Event description:
It was reported that the patient experienced a loss of therapeutic effect and pain at the incision site. It was stated that the implantable neurostimulator (ins) was working very well until (B)(6) 2013, when the patient had a ¿bout with bloody diarrhea and back pain¿ and since had no bowel control. It was also stated that stimulation was going off so erratically that the patient had to decrease stimulation to 1.1volts. It was added that over the last few days, the ins was doing the same thing again. During the patient¿s last follow up appointment, the healthcare provider (hcp) told the patient that he only implanted and did not do programming. It was noted that the patient also had incision pain when water hits the incision area (showering). The incision pain started 6 months after implant and is still tender to the touch. The patient also had back pain ¿clear across the lower back near the incision area.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05sc4, implanted: (B)(6) 2013, product type: lead. (B)(4).